Event description:
Customer reported the touchscreen and keyboard are not working. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive, single board computer, and interface pcb. System operates as intended.